Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 37092, serial# unknown, product type: accessory.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient (pt) had experienced poor communication with the patient programmer (pp), both with and without the antenna attached. The batteries were changed in the pp and the issue was not resolved. The pt had experienced leaking. It was later reported that the pt still had poor communication and the device would not interrogate with the new pp. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. A patient reported communication could not be established with a clinician programmer or a patient programmer. The patient reported getting a no telemetry screen. It was noted that the patient was not using the antenna when they made attempts. It was noted the patient was frustrated because she talked to a manufacturer representative (rep) about coming to check on the implantable neurostimulator (ins). It was reported the patient did not have another clinician or patient programmer available. The patient noted the stimulation was not as effective as it used to be and the patient had been wetting herself on and off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.